Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when they were attempting to remove the wire, the wire broke near the electrodes. The caller said it was embedded in hip bone. There were tiny fragments and they would have to go through three inches of meat to remove the abandon piece. The patient was having problems with their back and it was not able to be detected from x-ray and the patient needs an MRI. Patient services suggested telling the ordering doctor that the patient has the implant and a fragment left from a lead and guidelines don't recommend MRI because of possible tissue damage to the patient that could be serious or permanent.

Manufacturer narrative:
Concomitant medical products: product ID 978b133 lot# (B)(4) implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.